Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding "receiver shutdown at battery level 12" within investigation window. Receiver functional test was performed and passed. The receiver was opened and an internal visual inspection was performed and failed due to damaged battery. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.